Event description:
It was reported that during a transcatheter heart valve procedure into a bicuspid type 1 native valve, a pre-balloon dilation was performed with a 22 mm balloon. The valve was deployed to 80% with initial satisfactory depth, however the valve dislodged up in supra-annular position. The valve was recaptured three times and removed. A new valve was deployed and at 80% the valve dislodged up again twice. The position was maintained and on the third deployment the valve was released. During the procedure, the patient experienced low blood pressure and aortic regurgitation. The final result was 3 mmhg and trivial/mild leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a partially deployed valve loaded within the capsule. The handle and capsule were partially retracted on receipt of the device. A bend was evident to the catheter shaft. Delamination was evident to the proximal capsule. The distal section of the capsule was flared around the partially deployed valve. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. An in-house valve could not be loaded as the locking collar could not be loaded over the flared capsule. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.